Event description:
It has been reported to company that the occlusion balloon would not deflate when necessary. The physician inserted the occlusion balloon wire into the patient. The physician attempted to inflate the balloon and it would not inflate. The physician attempted a second time and the occlusion balloon inflated properly. The physician then predilated the vessel. The physician inserted a stent delivery catheter and deployed the first stent. The physician removed the stent delivery catheter and inserted a second stent delivery catheter and deployed the second stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated particluate from the vessel twice. The physician then removed the aspiration catheter. The physician attempted to deflate the occlusion balloon and it would not deflate. The physician attempted a second time with no success. The physician then cut the wire and the occlusion balloon deflated. The patient is reported to be fine.